Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea'). In a female patient who had essure inserted. The patient's medical history included: multigravida, parity 6, ovarian cyst, menorrhagia and syncope. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted. The patient's medical history included multigravida, parity 6, ovarian cyst, menorrhagia and syncope. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.